Event description:
It was reported the spiros device disconnected from qt (paclitaxel), causing medication spillage and patient's blood re-flow.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of juft0720 showed one other similar product complaint(s) from this lot number.